Event description:
After an implantation period of approximately 125 months it was reported that the lead was capped due to oversensing in the ventricular channel and elevated shock impedance, probably caused by lead fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2022 recorded the increase of the stimulation impedance from approximately 470 ohms to 920 ohms. The shock impedance was found varying between 81 ohms and 104 ohms. No iegm episodes were available for further analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.